Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Dose or amount and frequency for gamunex: infuse 150gm(1500ml) intravenously over 2 days every 4week(s). Unsolicited: home health nurse stated during infusion the pump (serial: (B)(6) maintenances due:12/2024) stopped working and would not re-run after troubleshooting. Nurse confirmed finishing via gravity. No known adverse event experienced due to pump malfunction. Pump is being returned to pharmacy and a new one is being sent out. No further info.